Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that gives a false occlusion alarm. When the nurse re-set the pump and started delivering, the device would fail again with a false occlusion alarm. This condition was found at a nursing home. This event was reported to have occurred during infusion on a patient with one of the these three drugs, vancomycin and clindamycin or levaquin, that have been given to the patient. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available the user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined. The device has not been repaired since this is a stay-in unit. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.